Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as: the patient made a mistake, a touch contamination and pd therapy was done ¿on unhygienic condition¿. The peritonitis was manifested by cloudy fluid. Two days after the onset of peritonitis; the patient was hospitalized for the peritonitis event. The same day as the event onset the patient was treated with intraperitoneal (ip) injection of meropenem (1 gm daily for three days) and ip vancomycin 1 gm every fifth day for three days). The patient was discharged four days after hospital admission. At the time of this report the patient was not recovered from this peritonitis event. Three days after event onset the pd catheter was removed and the patient was transferred to hemodialysis. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.